Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer stated that he ran a back to back comparison (fasting) and rec'd a 70 mg/dl with his trueresult meter and a 135 mg/dl with his other meter. Expected blood glucose range of 160-170 mg/dl (fasting). Customer refused to recall results from meter memory. Verified the strips expire 04/20/2015. Customer confirms the strips are stored properly. The customer did not disclose when the strips were first opened. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).